Manufacturer narrative:
Unit received with blank display due to moisture damage at electronic assembly. Unit found moisture damage at motor assembly noted. Unable to verify missing segments, partial display due to blank display noted. (B)(4).

Event description:
The customer's family member reported via phone call that the insulin pump initially got power loss display and the screen turned too dark to read. The customer¿s blood glucose was 195 mg/dl at the time of incident. Customer stated that the display returned to normal. Customer states the pump was neither dropped nor bumped. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.